Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). G2: foreign country - japan. Functional testing of the returned product found the device would only power on in high mode when connected to both the original battery and a lab battery. Visual inspection of the interior of the original battery pack found the batteries had leaked electrolyte. Visual inspection of the interior of the handpiece found the electrodes and motor were corroded. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that before surgery on (B)(6) 2024 the pusavac sprayed only a small amount of saline and made a strange noise. There was no patient involvement with no harm or delay. Diligence is complete. Upon investigation, visual inspection of the interior of the original battery pack found the batteries had leaked electrolyte.